Manufacturer narrative:
B.6 time lines: late submission- discussed with the FDA over a phone call on the (B)(6)2020 . G.1 distributor information: ICU medical, inc. Us service center (B)(4). Exemption number,(B)(4). E2014005 q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from colombia: "the pump programmed itself after finishing the programed infusion- the reporter stated that patient in analgesic management with hydromorphone in mode only bolus, finished the volume to infused that was programmed and the pump programmed itself to 1ml/h. They noticed this during a watch and reprogrammed the pump in time and because of this there was no patient harm neither adverse event. Then, they isolated and revised it along with the hospira engineer diego zerate who was revising pump at the hospital and they noticed that the pump had a predefined programming of 1ml/h. Patient information: initials w. J. V. Age: 51 gender: masculine weight: 70 kgs diagnosis: amputation of the right limb, infracondilea. Drug concentration 0.06 mg/ml, access type: central. Did the patient status change because of this event? No patient status before during and after event. Well stable, the patient was discharged; the event did not prolong the patient stay at the hospital. There was no delay in therapy. Pump treatment information:hydromorphone only bolus 0.4 mg block 5 min max, bolus 4 hours 5.1cc/hr. Type of drug:hydromorphone patient involvement: yes death/serious injury: no human harm: no delay in therapy: no medical intervention need: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the pump programmed itself after finishing the programed infusion- the reporter stated that patient in analgesic management with hydromorphone in mode only bolus, finished the volume to infused that was programmed and the pump programmed itself to 1ml/h. They noticed this during a watch and reprogrammed the pump in time and because of this there was no patient harm neither adverse event. Then, they isolated and revised it along with (B)(6) who was revising pump at the hospital and they noticed that the pump had a predefined programming of 1ml/h. Patient information: (B)(6) gender: masculine (B)(6). Diagnosis: amputation of the right limb, infracondilea. Drug concentration 0.06 mg/ml, access type: central. Did the patient status change because of this event: no patient status before during and after event. Well stable, the patient was discharged; the event did not prolong the patient stay at the hospital. There was no delay in therapy. Pump treatment information: hydromorphone only bolus 0.4 mg block 5 min max, bolus 4 hours 5.1cc/hr. Type of drug:hydromorphone. Patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: no, medical intervention need: no."